Event description:
It was reported that the customer was experiencing low blood glucose levels and was unaware if the issue was with the scroll wrap feature of the insulin pump. The customer requested to exchange his insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.